Manufacturer narrative:
Investigation conclusion: reported false positive result. The consumer communicated the result was confirmed negative by molecular (pcr testing). Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive result. The consumer communicated the result was confirmed negative by molecular (pcr testing).